Event description:
It was reported that this left ventricular lead was successfully explanted due to exhibiting high pacing thresholds. Another lead was implanted instead. No further adverse effects were reported.